Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during the implantation the patient's heart rate suddenly and sharply dropped. In the process of the rescue the right ventricular lead was contaminated and not used. A different lead was used to complete the procedure. Patient condition was stable.

Manufacturer narrative:
Correction: upon review of the new information received , the lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction of the lead and it did not cause a serious event.

Event description:
New information notes that the drop in heart rate was not related to the product, but caused by the physician not inserting the temporary pacemaker in advance.